Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittant occlusion alarms occurred. Reportedly the customer is using admelog insulin. Tandem technical support (cts) informed customer that admelog insulin is off label per the user guide. No reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.